Manufacturer narrative:
The fse found the oil mist filter housing was loose and needed tightening/adjusting to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of "vapor" (mist) emitting from the sterrad® 100s sterilizer while running a cycle. The customer was advised to shut off unit, air out room, and refrain from using the unit until service arrives. There was no report of any injuries or human reactions. An asp field service engineer (fse) was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). Trending analysis of the haze/mist/vapor issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist/vapor issue. The assignable cause of the haze/mist/vapor issue is the oil mist filter housing. The field service engineer tightened this part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.